Event description:
In this event it is report that patient had allergic reaction to the use of nontemplate aligner arch. Patient reportedly complained of change in their taste ability and is concerned that it is related to reaction to the wearing of the aligner. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation: DHR evaluation: we reviewed the DHR for this so-sr03442441 / patient ID# (B)(6)/ practice ID# 06398 qty. 56 items assy-500011 (aligners), 02 items assy-500010 (templates) were packaged by of second shift by auto packing operation on (B)(6) 2023, manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode: allergic reaction. Root cause: no defect. Conclusion code: no failure found.